Event description:
The customer reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xpt instrument. The initial result was reported to the physician(s), who questioned the result. The same sample was reprocessed on an original instrument. The repeat result recovered lower than the initial result. The repeat result was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated thcg result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated total human chorionic gonadotropin (thcg) result was obtained on a patient sample on an advia centaur xpt instrument. Quality control (qc) was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the instrument, verified the aspirate probes and wash, checked the alignments of probes, and determined that the heater coil cable was removed from its restraint and frayed wires were exposed. The cse replaced the reagent 1 heater core, heater coil, and probe, corrected the probe to cuvette, and ran quality control (qc) and patient samples, which recovered acceptably. The cause of the falsely elevated thcg result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.